Event description:
The device was used during an endoscopic cholecystectomy. Reportedly, the instrumetn broke and a component disengaged into the pt's cavity. The surgeon stated it was not harmful to the pt to leave the component in the cavity. The hosp has reported no pt injury occurred.